Manufacturer narrative:
The abutment was returned and inspected. The ceramic portion was fractured. It is unknown if the fracture of the ceramic portion was caused during the process of sectioning the crown. It was observed that the titanium base was separated from the ceramic post. The lot number for the abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. However, corrective action identified probable causes for an observed increase in fractured zireal abutment complaints. All causes identified were associated with inadequate qualification and lack of controls at the product supplier. (B)(4)

Event description:
The dentist reported a patient came in with a loose crown 2 months ago. He had to section the crown to get to the abutment that was fractured in the connection part with the implant. The crown and abutment were removed.